Event description:
The facility's safety director called to report an infusion pump with an overinfusion found during pt use. The fluid infusing was a 1198 ml bag of tpn with up to 40 ml overfill in the bag. The bag was programmed to infuse at a rate of 50 ml/hr. The bag infused 2 hours quicker than intended. The fill volume in the bag and the pump programming were checked following this incident and were found to be correct. No medical intervention was needed and no pt injury resulted per the safety director. The safety director was asked if the pump was labeled with the warning label to ensure proper set loading but this info was not known. The safety director was explained the possible implications of not properly loading the set.